Event description:
When the device was interrogated during the follow-up performed on (B)(6) 2013, aida memory was empty. Afterwards, the statistics were observed without the date of data reset. An explanation was required.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.